Event description:
The customer reported the device fails to power on.

Manufacturer narrative:
(B)(4). The customer reported the device fails to power on. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.